Event description:
A surgeon reported a patient's intraocular pressure (iop) to be increasing following shunt implantation. The patient underwent yag laser treatment and the iop decreased temporarily. However, the iop increased again. Subsequently, the shunt was explanted and a trabeculectomy was performed one week thereafter. The surgeon believes the shunt was clogged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. All products pass 100% final inspection. The shunt's lumen appeared to be clear, with no blockage. The complainant statement "clogged" could not be confirmed. The root cause could not be conclusively determined and does not seem to be device related. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).